Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that patients experience irritation at the injection sites. As soon as the suture is removed, the irritation disappears. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 closed samples for analysis. We have checked these samples received, and no defects have been found. As stated in the side effects of instructions for use of the product: the following side effects may be associated with the use of this product: tissue injury, transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, hypertrophic scar/granuloma formation, pain, seroma, hematoma, oedema, track bleeding, increased risk of aneurism and stenosis. In rare cases hypersensitivity or allergic reaction to the suture material were observed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.